Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during testing the air in line detector was inoperable. There was no patient involvement.

Manufacturer narrative:
One device was received for analysis. The reported event was unable to be confirmed through visual or functional testing. Service history review identified the complaint was not related to a previous service of the device within the review period. Visual inspection performed and found the downstream occlusion(dso) seal was detached. The downstream occlusion seal was replaced.